Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie tray d was faulty, causing cubie rows d and e pockets not to display in hardware test application despite reseating row cables and performing multiple power cycles. A field service engineer (fse) powered down the station, replaced the defective cubie tray, reseated row cable and ensured all row ribbon connectors were properly secured, and restored power to the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 6.1 and its cubies failed and could not be recovered. The drawer opened but did not recognize the presence of loaded cubies, resulting in a loss of functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.